Manufacturer narrative:
This report will be updated when additional information is received. As no further information regarding this event is expected, our investigation is complete. This report will be updated should pertinent information be provided in the future.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services discussed the device would need to be replaced as the device functionality is limited and programming cannot be changed. The local sales representative reported that the device would be scheduled for replacement. No adverse patient effects were reported. The local sales representative later reported that the scheduled replacement procedure was cancelled due to the patient's other medical conditions. At this time, there are no plans to replace the device.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. Technical services discussed the device would need to be replaced as the device functionality is limited and programming cannot be changed. The local sales representative reported that the device would be scheduled for replacement. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received.